Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a heavily calcified chronic total occlusion (cto) in the right coronary artery (rca) through an unspecified 6fr, jr4 guide catheter. After wiring the lesion with an asahi sion black guide wire, the physician attempted to advance an asahi corsair pro xs microcatheter to cross the lesion. The tip of the corsair pro xs microcatheter became trapped in the cto. When the physician tried to remove the corsair pro xs microcatheter, the catheter tip broke off. An unspecified semi-compliant balloon was then used to remove the catheter fragment successfully. As the patient's blood pressure was low, the physician determined to stop the procedure. It was informed that the patient was going to be sent for coronary artery bypass graft (CABG) after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported corsair pro xs microcatheter was returned for evaluation with the separated catheter fragment. Traces of scratch and deformation of the polymer were observed at the distal end of the catheter fragment. Braids were exposed at approximately 2.5mm from the distal end. The polymer was found whitened and stretched at approximately 3mm and 5mm from the distal end. Necking and stretching of the torn end were observed at approximately 6.5mm from the distal end. Lot history review revealed no anomaly related to the reported event, and no other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that excessive tensile stress might have been applied on the corsair pro xs microcatheter while the catheter tip was trapped in the lesion, causing the catheter tip to stretch and eventually tear off. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesions. If any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.) [Malfunction and adverse effects] separation.